Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they noticed this morning they had been going to the bathroom like crazy. They were not feeling good so they tried to adjust it but it was not doing anything.  The patient's handset screen was dark. The patient said they last used their equipment maybe a month ago when they had electrolysis and the therapy was turned on so they turned it down to have electrolysis. The agent worked with the patient to synch with their implant and the patient reported their therapy was off.  The patient was successful to turn the therapy back on, confirming comfortable sensation. The patient would maintain stimulation level and would continue to track symptoms. They were redirected to the doctor if the issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.